Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00329.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient¿s left hip was revised approximately 2 months post-implantation due to infection. The femoral stem, head and acetabular liner were removed and replaced. No further information has been provided.